Manufacturer narrative:
This is a combined initial/final report. Analysis by the fse on site revealed, that the m525 f40 unexpectedly shut down because of an electrical/electronic defect in the main power supply. The psu shows no signs of damage. It was not possible to identify which electrical/electronic components inside the psu actually developed the defect. Investigation of the affected m525 f40 revealed no defective component or subassembly inside or attached to the m525 f40 which could have caused the defective psu. A review of the complaint database over the last 3 years revealed that there are no (0) similar complaints with an identical failure mode (m525 f40 unexpectedly shut down during surgery due to a defective psu). Identified root cause for the reported malfunction was an electrical/electronic component fault inside the main power supply. After replacing the main power supply, the m525 f40 worked according to specification.

Event description:
Leica microsystems (schweiz) ag received a complaint from (B)(6) stating that the m525 f40 unexpectedly shut down during surgery. The procedure was completed using an external light source and the manual focus override knob on the microscope. There was no patient injury.